Event description:
Per the clinic, the patient experienced chronic otitis media, an infection (abscess) and swelling at the implant site (date not reported). Subsequently, the patient was treated with IV and topical antibiotics (specific date and duration not reported). However, the issue could not be resolved. The device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached.